Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. The patient felt that the heart rate was at thirty to thirty-five beats per minute (bpm). Moreover, the patient was hospitalized, and a new lead was inserted. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged. The patient felt that the heart rate was at thirty to thirty-five beats per minute (bpm). Moreover, the patient was hospitalized, and a new lead was inserted. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This report is being filed to correct the h6: patient code. Patient code 3191 captures the reportable event of surgery.